Manufacturer narrative:
The analysis discovered that the distal end had been pulled out of the lead. This damage manifestation requires excessive mechanical stress and is with high probability a result of strong tensile forces during the explantation. There were no indications of material defects or manufacturing errors. In particular, no deviations from the electrical specifications could be found that could be related to the clinical complaint.

Event description:
After an implantation time of about 9 days, this lead was explanted due to an increase in the pacing threshold. There were no adverse patient effects reported.